Event description:
It was reported that the pressure stopped increasing and balloon leak occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt blood vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the pressure stopped increasing once it reached 15 atmospheres for approximately 10 seconds. The balloon was fully expanded. However, the pressure would no longer rise. The device was removed and reinflated outside the body. Fluid was seen coming out from the distal tip suggesting an internal abnormality in the catheter, indicating a possible condition in which the catheter lumen (specifically the guidewire lumen) and the balloon section are penetrated and connected. The attending physician speculated that, when inflated outside the body, solution was leaking from the distal tip, and that the solution accumulated in the ballon section may have flowed through a penetrating hole into the guidewire lumen, leaking from the distal tip. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 17mm distal from the proximal markerband. Full inflation of the balloon is not possible due to the balloon pinhole. There was no evidence of the device leaking from the tip. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that the pressure stopped increasing and balloon leak occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt blood vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the pressure stopped increasing once it reached 15 atmospheres for approximately 10 seconds. The balloon was fully expanded. However, the pressure would no longer rise. The device was removed and reinflated outside the body. Fluid was seen coming out from the distal tip suggesting an internal abnormality in the catheter, indicating a possible condition in which the catheter lumen (specifically the guidewire lumen) and the balloon section are penetrated and connected. The attending physician speculated that, when inflated outside the body, solution was leaking from the distal tip, and that the solution accumulated in the ballon section may have flowed through a penetrating hole into the guidewire lumen, leaking from the distal tip. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.